Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the tubes are overfilling and they just used a different lot number."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the tubes are overfilling and they just used a different lot number."